Event description:
It was reported that the patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed or identified). Surgeon revised a 4x11 cr insert to a 4x11 cs insert. Rep reported that no further information will be released by the hospital or surgeon.